Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned approximately 2 months post index procedure where a type ia endoleak was observed. There are currently no known plans for re-intervention and as of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment performed the reported the type ia is confirmed. The complaint is most likely device related. Procedure related harms for this complaint could not be determined. The final patient status was not reported. The devices remain implanted in the patient and will not be returned; therefore, device evaluation will not be completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.